Manufacturer narrative:
The account found the label on the right side rail nurse controls is damaged so is the right side rail control board. The account found the power cord to the bed is missing. The account replaced the right side rail power control board and the power cord to resolve the issue.

Event description:
The account alleged the head goes down on its own. No patient impact.